Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a case study, a system turned off by itself during a surgery. The system was rebooted and the surgery was completed. There was no patient harm.

Manufacturer narrative:
The original date of first receipt was incorrect. Based on new information received from the clinical trial manager, the original date of first receipt should have been (B)(6) 2015 instead of (B)(6) 2016. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).